Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screen display was frozen, but reporter could not recall whether or not time was advancing occurred. The product was evaluated. An external visual inspection was performed and failed due to a damaged lcd screen. A receiver charge test and boot testing was performed and passed. Functional testing were performed and failed the button test. A touch screen manual test was performed and failed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed through product investigation. The probable cause was determined to be a damaged lcd screen. The reported event of a screen display frozen is reportable based on the finding of a damaged lcd screen. No injury or medical intervention was reported.